Event description:
The caresense fall management monitoring system did not alarm when a patient, while in the care of care center, exited their chair. This patient went to the restroom and fell upon returning to their chair. When the caregiver responded, the patient had a cut on their hand that required stitches.